Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
Implant date: 2003, it was reported by a non-medical professional that a patient underwent an l5-s1 alif with interbody device and bmp. Patient continues to complain of back pain that got progressively worse to interfere with activities of daily living. Approximately one year later, patient underwent a revision surgery to remove the instrumentation and perform a posterolateral fusion with local autogenous bone graft.